Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer has to press act button harder to work and insulin pump did not alarm no delivery when customer has been woken up to severe high due to no delivery. Customer¿s blood glucose was unknown. Customer stated that insulin pump had crack around reservoir compartment, customer has to change battery in less than 7 days, insulin pump rejected battery, insulin shot out from cannula. Insulin pump will not be returned for analysis.